Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs were performed and the allegation was confirmed as a transmitter failure. The probable cause was determined to be transmitter failure. The reported event of a pair new transmitter alert is reportable based on the finding of transmitter failure alert. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failure. The probable cause was determined to be the probable cause was determined to be transmitter error. The reported event of a pair new transmitter alert is reportable based on the finding of transmitter failure alert. No injury or medical intervention was reported.